Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture had been observed on the left ventricular lead. X-ray revealed that the lead had dislodged. The physician noted that the suture sleeve exhibited an anomaly. The lead was explanted and replaced.